Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the reported event is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
A doctor reported that surge occurred during a phacoemulsification procedure and resulted in capsular rupture. An anterior vitrectomy was performed to mitigate the issue. The patient's current condition is considered as recovered. Additional information and product sample have been requested.

Manufacturer narrative:
(B)(4).